Event description:
Angio leaking and upon inspection found the angio completely disattached from hub. The angio extended approximately 1/4" from vein and was removed intact. No pt injury but had potential for injury.